Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons and the lock was not turned on. The customer already tried to restart the pump but it still would not work. The customer did not have a backup plan. The customer's blood glucose reading was unknown. The insulin pump was not returned for analysis.